Event description:
It was reported that the customer' insulin pump alarmed. The blood glucose reading was 327mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.